Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was cycling when they received a shock therapy and crashed their bike and had several small scratches on their leg. A implantable cardioverter defibrillator (ICD) interrogation showed the patients right ventricular (rv) lead exhibited high/undefined pacing impedance, multiple short v-v intervals, non-physiologic episodes and oversensing noise which resulted in the patient receiving inappropriate therapy. A lead fracture is suspected. The lead was extracted and replaced. No further patient complications have been reported as a result of this event.